Event description:
It was reported that the device sterility was compromised. The target lesion was located in the middle right coronary artery. A crossboss was selected for use. During unpacking, it was noted that the packaging was damaged and the sterility of the device was compromised. The procedure was completed with a different device. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The product card, hub, torque device, shaft, and tip were visually inspected. There was no damage or irregularities to the card or device. Product analysis could not confirm the reported event, as all the packaging for the device was not returned and it was unable to confirm if the packaging was damaged and compromised the sterility. So, the cause of the event was not able to be established.

Event description:
It was reported that the device sterility was compromised. The target lesion was located in the middle right coronary artery. A crossboss was selected for use. During unpacking, it was noted that the packaging was damaged and the sterility of the device was compromised. The procedure was completed with a different device. No patient complications were reported and patient was stable post procedure.